Event description:
It was reported that, "pt complaint of pain, possible infection, implants removed and replaced with cemented coated implants, 1st stage revision for infection."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6942-7-065, lot# 28359103, description: unitrax c-taper sleeve +0mm; cat # 6942-5-058, lot # adsn189, description: unitrax modular endo head 58mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.